Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable however the pump was charging slower than expected. Customer's blood glucose value was 130 mg/dl. Replacement cable was sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.